Manufacturer narrative:
The investigation of positioning issues and limb ischemia has been completed. The impella device was not returned for evaluation. The data logs confirmed pump was in aortic area in early and middle of the case but resolved. No other issues were found on the logs. The root cause of positioning issue was most likely patient condition related since the patient had torturous aorta and heart appears horizontal. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
It was reported that placement of an impella cp was noted to be shallow. Attempts at repositioning the device were unsuccessful due to patient anatomy. Additionally, the patient had limb ischemia and subsequently, the pump was explanted and the patient survived.